Manufacturer narrative:
One 8fr angio-seal sts plus was received for product evaluation. The arteriotomy locator, hemostasis sheath, guide wire, and the carrier tube assembly within the sealed pack polyfoil pouch was returned for analysis. Visual inspection revealed that there was a kink at the blood inlet hole of the arteriotomy locator. There were no signs of use of the device. No other anomalies were noted with the returned components. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the application of an off-axis force to the arteriotomy locator while removal of the locator from the packaging tray may have contributed to kink at blood inlet hole. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device when the angio-seal poly-foil pouch was opened, the locator was already bent. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product.